Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. According to the customer, the device is not available to be returned to baxter for evaluation. Therefore, the reported condition of excessive fluid take off cannot be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The error log files were reviewed by the vendor. No information that could contribute to the reported problem was seen. The root cause of the reported event cannot be determined.

Event description:
This is a case report received by baxter (B)(6) on (B)(6) 2010 from (B)(6) hospital via the account manager. It was reported that on (B)(6) 2010 an aquarius machine was involved in an excessive fluid removal incident. The customer believes that the incident was largely due to user training issues. No patient injury/harm reported. The machine was not available for evaluation and the account manager believes the machine is back in use after service. No further information is available.